Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. A pt sample was tested for accu tni in duplicate and results were 0.55ng/ml and 0.04ng/ml. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specs on the date of the event. Last four system checks were within specs. The specimen was collected in a lithium heparin with gel tube and was centrifuged at 3,200 rpm for "approx 10 minutes". Customer is running all accu tni tests in duplicate. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed data, assisted with calibrations, and ran a 20 replicates precision study with good results. The fse advised customer to re-centrifuge and repeat all positive acc tni results. In a follow-up with the customer in 2008, they reported no further issues to date. Customer indicated they are following the fse's suggestions to respin and repeat all positive results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.